Event description:
It was reported that the device failed to charge. It was also observed that the device had logged multiple event codes. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed biphasic pcb assembly; however further component cause could not de determined due to extensive electrical damage to the board.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.